Event description:
It was reported that the patient experienced endocarditis and infection. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419488 implantable pacing lead: implanted: (B)(6) 2008. (B)(4).